Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported led of the li-ion battery (slot 1) that did not light up. To fix the issue, the fse replaced it with a new li-ion battery which corrected the issue, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in (B)(4) is a getinge employee who has different contact details from that of the event site. A contact person at the event site is currently unknown.

Event description:
It was reported that at the time of predelivery inspection the cardiosave intra-aortic balloon pump (iabp) had one led of the battery which would not light up. There was no patient involvement, and no adverse event reported.